Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was filled with 400 units of insulin and the next day the insulin gauge displayed 275 units. There was no impact to the customer's blood glucose level. The customer stated that they may have been reading insulin gauge incorrectly and then inputting less insulin and previously thought. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.